Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other proglide device referenced was filed under a separate medwatch report number. Evaluation summary: the device was returned for evaluation. Although a suture break was not confirmed the observed link detachment would appear similar to a suture break, thus the reported complaint is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. A second proglide device was used with the same results. Manual arterial compression was applied and hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.